Event description:
It was reported that during a tlif spinal surgery the instrument broke. The biting end broke and the top jaw snapped off at the joint while biting tissue. No patient complications were associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Instrument was not returned to the manufacturer.

Manufacturer narrative:
Additional information: product was returned. The upper jaw is broken off at the base of the dynamic jaw. Optical examination discovered a quasi-brittle fracture. The morphology of the fracture suggests the direction of fracture. The location, direction fracture and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload.